Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump revived a critical pump error due to water entering the pump via a little crack on the side of the battery compartment while swinging. The customer¿s blood glucose was 10 mmol/l at the time of the incident. No further details were given. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Unit received with corroded battery tube and corroded motor home switch. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer, broken battery tube threads and minor scratches on lcd window.